Event description:
Boston scientific received information that the patient with this left ventricular lead sought medical attention due to device alert tones. It was reported that the implanted device was a non-boston scientific product. Interrogation confirmed high out of range lv lead impedance values were the causative factor for alert notification. The physician confirmed high impedance values were in the lv-tip to lv-ring configuration; threshold values had remained favorable and stable. While no adverse patient effects were reported, the physician elected to reprogram the device to lv-ring to rv lead.

Manufacturer narrative:
To date, the lead remains implanted and in service without further reported complications. If new information is received, a follow-up report will be submitted.